Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: product was not returned for investigation. Data log review confirmed the placement signal not reliable (psnr) alarm (#1054) as snr was below 250 throughout the entire case. The first rt log of the case showed that snr was below 250 prior to the pump even being started. This caused all pressure measurement calculations based on the optical sensor to be dashed out/unreliable for the majority of the case (pap, papi, cvp). Meanwhile, the dp ps, flow calculations, and motor current were stable. Based on the findings from data log review, the failure mode was changed to optical signal issue. The two previous pumps run on the console were also checked and both also had consistently low snr, one of which being linked to an optical signal issue complaint ((B)(4)). Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. *though the complaint intake mentions a different console (ic1292), there are only logs available for pump sn (B)(6) being run on ic1294, and the two other pumps with similar optical signal issues were also run on the same console, so it was likely a typo in the ci.* a review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
It was reported that a patient on bipella (cp/rp) experienced bleeding from all sites and was being transfused. Additionally, it was noted that a x-ray was showing the pump slightly shallow. The rp continued to show no placement signal. Ultimately care was withdrawn and the patient expired.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp followed by right-side support via an impella rp device for mechanical circulatory support (mcs). Prior to the impellas being implanted, the patient was undergoing a transcatheter aortic valve replacement procedure and experienced a dissection of the right coronary artery. The patient rapidly decompensated, ventricular fibrillation arrested requiring at least 20 shocks. The valve was deployed in the descending aorta and covered with a stent. The impella cp device was then implanted via the right femoral artery. A stent was placed in right coronary artery but no flow. The patient was taken to the unit on impella cp mcs. Later that day, bleeding from all access sites, mouth and nose were noted. One unit of red blood cells was administered. The patient had decreased flows noted and echocardiogram showed right ventricular failure. The patient went into ventricular fibrillation arrest requiring three shocks. The decision was made to place an impella rp device via the right femoral vein, which was successfully completed. The impella cp support was able to be increased without suction. According to the report, the patient remained critically ill, and the following day it was noted the patient was still bleeding from all sites and was being transfused. Two days later, the patient had a temporary atrial pacemaker lead placed and five days thereafter the patient's outcome at explant was noted as "expired." No further details surrounding the demise outcome were made available. The cause of death was not provided. There is not enough information to exclude the impella cp device as an associated factor to the outcome (demise) given site bleeding, the period of time with decrease flows, and cardiac arrhythmia requiring cardioversion which may have added, to what appeared to have been, an already complex situation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This is one of two medical device reports associated with this event. Refer to initial medical device report for impella cp serial number (B)(6) with date of event 24-feb-2025 and identifier ending in (B)(6). As noted in the impella instructions for use: impella rp with smart assist system with automated impella controller. Section: warnings and cautions: "make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound."; "be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open."; "make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound."

Manufacturer narrative:
Based on the clinical details provided, the root cause of the access site bleed was most likely patient condition related since bleeding occurred at multiple sites simultaneously. B2: omit death, reported on the pump in error. B5: corrected statement to include all pertinent information. H6: corrected health effect-impact code. H10: added the investigation results.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support (mcs). During support bleeding from all access sites, mouth and nose were noted. One unit of red blood cells was administered. Additionally, the rp pump showed no placement signal. According to the report, the patient remained critically ill, and the following day it was noted the patient was still bleeding from all sites and was being transfused.